Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air inflowed during use of an em2400 valve set. This was further described as ¿'when mounting the ramp, the parameters on plc could not be set due to a large inflow of air when pumping the components through the valve¿. The issue was solved when the valve was changed with a new one. This issue was identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufactured between january 8, 2021 to january 11, 2021. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing (accuracy test) was performed with no issues noted; the results were within the acceptable limit and no occlusion or air bubbles were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.